Manufacturer narrative:
Date of event: estimated date based off the aware date as the exact event date was not reported. (B)(6).

Event description:
It was reported that the stent was damaged and the tip was cracked. A 6x120x75 eluvia drug-eluting vascular stent system was selected for use. It was noted that the stent was damaged at the output of the sheath and the tip was cracked. No patient complications were reported and this device was not used in the procedure.